Event description:
It was reported that an ilet user experienced blood glucose drops after announcing meals, stating the meal announcement delivered too much insulin, and had been using the ¿less than¿ meal size option. Troubleshooting and education were provided to use the usual meal size option due to algorithm impact, and the user has performed multiple factory resets while reporting the ilet is currently functioning. Symptoms included hyperglycemia with a highest blood glucose of 198 mg/dl. Outcomes included no health consequences or impact, no need for outside assistance, and no medical intervention or hospitalization. Investigation included case review and user coaching on correct meal announcement behavior. Investigation of this case revealed user-driven configuration and use of the ¿less than¿ meal size option as the contributory factor affecting insulin delivery, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcement settings was the cause.